Event description:
It was reported that the device was explanted after an implant duration of 47 months. The health care provider indicated that the device was explanted because it was at the end of its life. It was additionally reported that the pt underwent an orthotopic heart transplant in 2007. The status of the explanted device was not provided.

Manufacturer narrative:
Device not returned.